Event description:
Withdrawal on 10/02 of 1 premicath on medical prescription placed on 05/02 in the neonatal ICU on the right forearm of the child (weight 3,240 kg; age: 20 days), after failure to install a ktec nutriline twinflo. The child's arm is carefully held flat on the bed. When removing the prémicath, a small "resistance" is felt, but the catheter is removed very easily. However, given the short length of the catheter (8cm) once removed, there is doubt about a potential rupture of the kt. No induration is seen during palpation of the child's arm. Radiology for verification confirms that the end of the catheter is broken and still in place in the child's arm. Transfer to the operating room the same day for surgical removal of the ruptured extremity. The act took place without problem, with no consequences for the child. Several alarm problems when using this catheter (pressure alarm set at 200 mmhg) for administration of claforan and hydration, heparin lock and several pulsed rinses (1 ml) carried out on sunday to try to unblock the occlusion. However, the catheter continued to be difficult to use for IV administration, and positional occlusion. Need for a verification x-ray + additional visit to the operating room to withdrawal. After removal to the operating room, no consequences for the patient.

Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.